Event description:
The customer reported that the system locked up in the middle of surgery. There is no report of pt injury.

Manufacturer narrative:
The customer indicated that they were planning to hire a third party to repair the system.